Manufacturer narrative:
Qc and system check data have not been supplied to date. During troubleshooting with bci hotline it was determined that the on-board accutni reagent pack that generated the no value results had been shared between two of the customer's instruments. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. Bci hotline instructed the customer to unload the shared pack, load a new reagent pack, and perform accutni qc. Hotline also instructed the customer to confirm previous accutni patient results that may have been generated from the miss-loaded reagent pack. Service was not dispatched for this event. Use error is the root cause for this event. Troubleshooting resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) results of no value generated by access 2 immunoassay system for calibration and qc. It is unknown if erroneous results were reported. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.